Event description:
The user facility reported that following a completed procedure that utilized the padlock clip eftr kit, the patient came back with blood from the vessel at the clip location. The vessel was treated.

Manufacturer narrative:
The device subject of the reported event was not returned to steris for evaluation. Without the returned device, a cause of the reported event could not be determined. The padlock clip eftr kit instructions for use states, "grasping or placing a clip to severely fibrotic lesions for excision may be more difficult. Deploy clip and snare by squeezing thumb ring and spool in one steady controlled motion until spool approaches thumb ring, and the snare is tightly closed around the tissue. Step 1: deploy clip and snare in one steady controlled motion." One steady controlled motion is necessary to avoid losing placement of snare over the lesion. Release tension on the catheter of the grasping device at the biopsy port by the physician prior to deploying the clip and snare." The user facility accepted in-service training on the proper use and operation of the padlock clip eftr kit. A follow-up report will be submitted once the in-service is completed. UDI related data clarification - the lot/serial number is unknown, therefore, the applicable production identifiers were not included in the MDR.